Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Reportedly, the customer suspected blood glucose (bg) to be low. However, the exact value was not provided. Bg was addressed with glucose tablets and the customer did not provide additional information regarding the event. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no bolus requests or deliveries made on (B)(6) 2018. Back to back cartridge change sequences were completed on (B)(6) 2018. There were no erratic basal rate adjustments. Pump was entered into shelf mode at 8:46pm on (B)(6) 2018. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Functional testing was performed and no failure was identified related to the reported low blood glucose.